Manufacturer narrative:
The investigation of introducer damage ¿ mechanical has been completed. No information was provided about how the introducer was damaged or patient's vasculature. Product was not returned as well. Without the product and necessary clinical information, the failure cannot be investigated. Therefore, the root cause of the introducer damage issue was not determined since product was not returned and insufficient clinical information was provided.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a patient undergoing high-risk percutaneous coronary intervention was implanted with an impella cp pump device for mechanical circulatory support. The impella cp was care escalation from an intra-aortic balloon pump. The cp pump was placed; however, the 14fr sheath had a crack, not a the tip, which caused oozing from the access site. The pump supported for 25 hours and was then explanted. Reportedly, there was no patient harm.